Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
Probes and a lamp were replaced. Precision studies were performed. The tube grid position was verified. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 - compensated method for serum and plasma on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The reporter noted that the same fluctuation was present in the quality control recovery and this was corrected temporarily by re-calibrating. The controls then deviated again on the same day. The reporter also noted an issue with bilt3 bilirubin total gen.3, but no details were provided. The sample initially resulted with a creatinine value of 0.90 mg/dl, which repeated as 0.61 mg/dl. The creatinine reagent lot number was 43685301, with an expiration date of 31-jul-2021.